Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported an error message of probe error. As a result, an alternative device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.